Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the sigmoid colon on (B)(6), 2010. According to the complainant, while advancing the wallflex stent through the colonoscope, the device got caught. The physician had to apply extra force in order to get the device through, which caused some damage to the outer sheath. Once the stent was at the target site, the physician attempted to deploy the stent; however, after the outer sheath was fully retracted, the proximal portion of the stent failed to expand off the catheter (as if it was still constrained). The physician believes that this happened due to the aforementioned damage to the outer sheath. The stent was removed from the patient in a partially deployed state, and another wallflex stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay reporter contacted lfs (B)(6) on (B)(6) 2010 alleging inaccurate low readings on the patient's one touch vita meter compared to the hospital's meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on (B)(6) 2010, the patient had obtained a high result; however, does not recall his reading. On (B)(6) 2010, the patient did not eat much and at 12:30pm, the patient had tested and obtained a result of 4 mg/dl. He did not exhibit any symptoms at that time. On the early afternoon, after he ate lunch at 2pm, the patient fell asleep on his chair and when he woke up his head was spinning, and legs were weak. He decided to lie down and his symptoms got worse and he exhibited pain in his arms, legs and began sweating. The patient treated himself with two 500 mg of efferalgan. He did not attempt to retest his blood glucose. His nurse came to his home at around 8:00pm and tested the patient using his meter and obtained a 6 mg/dl. She then contacted ems. When the patient arrived in the hospital, his blood glucose was 450 mg/dl and was given an insulin pump. The patient claims his symptoms lasted from 3pm -8:30pm on (B)(6) 2010. The patient currently in still in the hospital, due to a colostomy. It is unknown what the diagnosis is per the patient. The patient was tired and was unwilling to run a quality control test with the customer care advocate (cca). The product was replaced. The complaint is being reported since the patient alleged that he was admitted and treated in the hospital for a blood glucose of 450 mg/dl while his meter displayed a result of 6 mg/dl.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.